Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported this patient underwent surgical intervention wherein the lead was explanted on an unknown date for an unknown reason. No additional information available.